Event description:
As stated by customer (B)(6) 2012: marisa device was being used when the lift arm either came loose or detached fully, causing the resident to fall from a height of approximately 6 inches (no injury was reported). Arjohuntleigh service tech was paged out. "Director of nursing and director of facility service stated that while raising the resident on the lift in order to transfer the resident the lifting arm/spreader bar assembly detached from carriage allowing the resident to fall. The resident was not injured and does not need to be hospitalized."

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo med (B)(4). Please note that while this product is no longer mfg, previous medwatch reports for this product may have been submitted for the mfg site arjo med (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.